Event description:
Pt reported experiencing unusually high blood glucose (~376 mg/dl), from 2005-to about 2 weeks. They stated that they normally boluses approximately 12-15u per day; hpwever, they indicated that, for the past 1.5 weeks, they have had to increase their daily bolus delivery to ~30u. Pt stated that they switched to their back-up device, in 2005, and their blood glucose began to decrease. Additionally, they reported that their primary device had been dropped twice, on the bathroom floor, and has a noticeable crack in the casing. Pt stated that they believe the primary device may be damaged, and may have contributed to elevated blood glucose.